Event description:
The patient reportedly was lying on a heating pad and felt "shocks" from the pacemaker. Follow up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate that the device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.